Event description:
Caller (nurse) reported that customer "was hospitalized due to symptoms of diabetic ketoacidosis". It is unknown what, if any, adc product issue was related to this medical event. Medical survey was not completed because caller declined to provide any additional information. There was no report of death or permanent impairment associated with this medical event.

Event description:
It is unknown if any adc product issue is related to the medical, however, the caller reported the customer received an unknown error message on their meter.

Manufacturer narrative:
This is a correction and final report. Customer's information was not provided by the caller, therefore we were unable to request the products back for an investigation.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown. Note: the meter's manufacture date is unknown.